Event description:
It was reported that during an atrial fibrillation ablation procedure error 1 - "no communication with the patient interface unit (piu) is detected", error 2 - "the piu is initializing", error 3 - "the piu is initializing appeared". There was no communication with the piu. Troubleshooting was performed: reboot of the full system with no cables connected but this did not solve the issue. The case could not be performed and it was cancelled. Upon request, additional information was provided stating that the issue happened before starting the case, but the patient was already on the table. The patient stayed under general anesthesia for one hour due to the system malfunction, making the event reportable.

Manufacturer narrative:
(B)(4).